Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced five air detected sets. This condition had potential to be a false alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.? No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. No repairs were made to correct the reported condition. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).device evaluation:the reported condition of a colleague infusion pump with a detected air in set was discovered and confirmed during product evaluation but duplicated. The assignable cause was not identified. Therefore, no repairs were made to fix the reported condition.baxter has received similar reports for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).a service history review revealed no previous service events were related to the reported condition.